Event description:
It was reported by the rep the device was used in a laparoscopic assisted vaginal hysterectomy. It was reported the lcsc5 toned out intermittently during the procedure using a luke handpiece. When the surgeon took smaller tissue bites the toning out issue improved. The surgeon pushed the footswitch while th lcsc5 was in the air. The device would then work, but later toned out. When the device toned out again, the same footswitch action was repeated. Tissue appeared hemostatic at the conclusion of the procedure. The pt was brought back to the or that evening with internal bleeding and reoperated on in an open procedure. The pt needed several units of blood. The surgeon estimates 2000cc blood loss, and stated the pt required fluid resuscitation. The pt received 4u prbcs and 10u platelets. There was bleeding found in areas where the device was used and in areas where it was not used. The pt is in ICU at this time. Spoke with dr today regarding the above product inquiry. He was expecting a call and happy to speak to corp. The case in question involved a young pt for whom he was doing a lavh and bso. He uses the harmonic scalple for this operation, and has done so many times before without problems. On this case the instrument continued to give him a continuous tone and "locked out." The rep was present and suggested a new instrument if the case would take much longer. He continued and all cut points appeared dry at the conclusion of the case. Through the day pt developed tachycardia and hypotension, and approximately 6 hrs later pt was returned to the or, where a large hematoma was removed. At that time he looked at the infundibulopelvic ligaments where he could see char, but the ends had not been coapted. The pt was also found to have thrombocytopenia with only 6000 plt. Pt has subsequently been discharged and done well. The instrument is not available for inspection.